Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support and experienced lower extremity ischemia the following day. The patient was brought to the catheterization lab for an emergent heart catheterization and went into ventricular tachycardia/ventricular fibrillation arrest at inception of the procedure and was subsequently defibrillated 12 times. The decision made to place an impella cp in the setting of acute myocardial infarction-cardiogenic shock, which was successfully completed, auto flows within range followed by two drug-eluting stent implantations to the right coronary artery. The patient was transferred to the intensive care unit in stable condition. The following day, pedal pulses were undetectable. However, popliteal pulses were present. Aortogram with run-off revealed right femoral artery flows that stopped at knee level, and bilateral peripheral artery disease. The plan was for the patient to receive two units of packed red blood cells, followed by fem-pop and possible removal of the impella in the operating room. The following day, the patient was taken to the operating room, and an embolectomy was performed at knee level. Pedal pulses were undetectable still. The pump was weaned and explanted and pedal pulses were still undetectable via doppler. The patient was noted to have survived post explant of the device. However, further treatment to the patient for the ischemia is unknown at this time.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details. D.5 revised as operator of device should not of been left blank on initial manufacturer device report number 1220648-2025-25585.